Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during acl reconstruction surgery, the biosure screw was broken when screw-in. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found labelling confirming the product identification information. A screw and another fixation device are on the carton in the image. No signs of physical damage can be seen on the screw, but a prong is fractured from the other device. A visual inspection of the returned device found that it is not in its original packaging. Two devices were received in the package. Device one is a screw that shows signs of wear in the proximal inserter grooves. There is debris on the device, and there are no signs of a break on the device. Device two is an unidentified fixation device. One of the prongs is fractured from the device, and there is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was related to unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.